Event description:
It was reported that the patient presented to the hospital after receiving three inappropriate shocks from this implantable cardioverter defibrillator (ICD). It was noted that this ICD had reached battery cell depletion on (B)(6) 2022. A 21-second charge time was noted for the delivered shocks. The patient was admitted to the hospital until the ICD was explanted and replaced. No additional adverse patient effects were reported. This ICD has been received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented to the hospital after receiving three inappropriate shocks from this implantable cardioverter defibrillator (ICD). It was noted that this ICD had reached battery cell depletion on june 8, 2022. A 21-second charge time was noted for the delivered shocks. The patient was admitted to the hospital until the ICD was explanted and replaced. No additional adverse patient effects were reported. This ICD has been received for analysis.